Manufacturer narrative:
Device evaluation: the pump was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018 at home, outside of hospital. The cause of expiration was unknown. Reportedly, all information available had been provided. The device will not be returned for evaluation.